Event description:
It was reported the catheter disconnected from connector during infusion. No patient injury was reported, no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter detachment is confirmed, but the root cause could not be determined. Two photographs of a 4 fr single lumen groshong nxt catheter were returned for evaluation. A review of the photographs found the catheter tubing was separated from the two-piece connector assembly. Use residue was observed throughout the components, and no catheter tubing could be seen within the distal portion of the connector. However, the photographs did not provide enough to detail to determine the root cause of the catheter detachment. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the catheter disconnected from connector during infusion. No patient injury was reported, no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.